Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 7:30 am after the end user's prodigy diabetes glucose meter was not working properly and giving inconsistent results. The end user was unresponsive and the paramedics were called. The caller could not recall if the paramedics performed a blood glucose test nor was she able to remember what treatment was administered to stabilize the end user's blood glucose level. The end user was transported to the ER and upon arrival to the ER his blood glucose reading was 102 mg/dl. After 6 hours at the ER the end user was discharged and treated for a urinary tract infection and his blood glucose reading was 167 mg/dl. He was instructed to return to the ER if he has any further issues and to take his medication as prescribed by his pcp. No further details were provided in relations to this medical event.